Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) exhibited an error code. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the ventricular atrial output connector was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. No patient complications have been reported as a result of this event.